Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection at the penoscrotal incision. Upon revision, exposed tubing was identified; therefore, the ipp was removed, and the area was irrigated. The physician stated that the infection was due to a hygiene issue with the patient. A tactra device was temporarily implanted until the patient was ready for a new ipp. Several months later, the tactra was replaced with an ipp. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of extrusion and infection are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection at the penoscrotal incision. Upon revision, exposed tubing was identified; therefore, the ipp was removed, and the area was irrigated. The physician stated that the infection was due to a hygiene issue with the patient. A tactra device was temporarily implanted until the patient was ready for a new ipp. Several months later, the tactra was replaced with an ipp. No additional patient complications were reported.